Manufacturer narrative:
H4: the lot was manufactured between august 2, 2023 - august 4, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rapidfill connector had foreign particulate matter. Ftir (fourier transform infrared spectroscopy) identified polyester fiber, cotton, cellulose, poly ethyl acrylate wool, high density polyethylene, and polystyrene particulate inside the finished product that this device was used with during the compounding process. The particulates were observed during testing. There was no patient involvement. No additional information is available.